Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, a cause for the reported mechanical jam (lock line- inability) cannot be determined. It is possible that the lock line became knotted at the end after the unwrapping/removal process; however, without the device to analyze, this cannot be confirmed. The reported break (lock line ¿ removal) was due to the mechanical jam (lock line ¿ inability) and resultantly the user pulling on the lock line to remove it. There is no indication of a product issue with respect to manufacture, design or labeling.na.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the lock line break. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the mitral valve. Clip deployment was started; however, after removing approximately 10 cm of the lock line; the lock line could not be removed and the lock line broke as the lock line was being pulled. Final arm angle was successful, and the clip was implanted. The cds was removed without issue, and no portion of the lock line remains in the patient. Mr was reduced to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.